Manufacturer narrative:
The investigation is ongoing. The results will be provided to the follow-up report.

Event description:
Following the information gathered, the incident occurred when two arjo employees assembled the easytrack 4-post portable ceiling installation. Part of this installation (top plate) fell off and hit the users. As a consequence, one user sustained a bump on the head and the other user sustained laceration on the face requiring sutures and probable concussion. The device evaluation did not reveal any device malfunction. Following information provided by arjo employees that assembled the easytrack, the top plate was not fitted correctly to the top of the pole leading to its disconnection.

Manufacturer narrative:
Arjo was informed about an incident with 4-post easytrack portable installation system involvement. It consisted of four posts, secured between the floor and the ceiling, and horizontal rail carrying arjo ceiling lift to move. Following the information gathered, the incident occurred when two arjo employees assembled the easytrack 4-post portable ceiling installation. Part of this installation (top plate) fell off and hit the installers. As a consequence, one user sustained a bump on the head and the other user sustained a laceration on the face requiring sutures and probable concussion. The device evaluation did not reveal any device malfunction. Following the information gathered, it can be concluded that the event was a consequence of the incorrect assembly of the easytrack, not in accordance with the instructions for use dedicated for the easytrack (IFU 001.10620). The process of easytrack assembly and testing prior to use is described step by step in the IFU. The IFU indicates: "place one top plate into the top of the post, press firmly and evenly downward until the top plate "clicks" into place". The arjo employees who assembled the portable ceiling installation informed that the top plate did not click onto the top of the pole as described in the IFU which led to this component detachment. Arjo device failed to meet its performance specification since the easytrack component detached. The device was not used for the patient transfer when the failure occurred. The complaint decided to be reportable due to the indication that the easytrack (portable track system) component fell to the users during assembly. As a consequence, one installer sustained a bump on the head and the other sustained laceration on the face requiring sutures and probable concussion.